Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that a stent strut on row 4 from the proximal end was lifted and pulled in a distal direction, stent struts on row 5 from proximal end were misaligned. The undamaged section crimped stent maximum od (outer diameter) measurement was taken and the result was within the maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The tip was visually and microscopically examined and signs of damage were noted at the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
Reportable based on device analysis completed on 03-jul-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 16mm x3.5mm, concentric, de novo target lesion was located in the moderately tortuous and non-calcified left anterior descending artery. A 16 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross and was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.